Event description:
The kronner uterine manipulator broke while in the uterus. The tip was found later in the cul de sac. The broken tip was obtained. The surgeon felt that the tip broke when it was in contact with harmonic scalpel.